Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 45 mg/dl resulting in a seizure. Customer required assistance with consuming candy to address bg level. Reportedly, the customer alleged the pump software, "bolused too much." Tandem technical support (cts) performed a system check and performed a review of the pump data to determine a possible cause. Cts determined that the pump functioned as intended, however, the customer did not acknowledge and maintained allegation. Recommendation was made to discuss diabetes management with a health care professional.